Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. To date there is no indication of a system failure or malfunction. It is known from specific clinical applications that reaction of the skin (red skin, skin burn), even if there is no impact from the system, may occur. Some procedures request a total dose or application with high zoom factors resulting in these effects. This amount of dose is applied under the control and request of the medical personnel. In some patient specific conditions, the skin already reacts on lower dose applications. The investigation did not show deterioration in the characteristics or performance of the device. According to the log assessment, there is no indication of a failure that would potentially result in a high dose situation. The system in question was not used on the day of the reported event and there is no indication of dose problems shown in the service history of this system. The manufacturer is not considering further actions resulting from this individual event as no failure could be identified.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q.zen biplane system. During a procedure it was reported that a dose question mode was displayed in the exam protocol. The patient received a large skin dose resulting in a burn. At this time it is not known what type of procedure was taking place nor the extent of the patients injury.